Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a heart rhythm issue, perforation and pericardial effusion. It was noted that the right ventricular (rv) lead was dislodged. The rv lead was extracted and replaced. No further patient complications have been reported as a result of this event.